Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported kinked tubing. The tubing set was being used to deliver an unspecified medication. At an unspecified time, an unspecified syringe was connected to the clave secondary port on the cassette of the tubing set. After an unspecified length of time, the customer contact reported that the weight of the syringe bends the tubing connected to the cassette, impeding the flow of solution to the patient. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.